Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. It was also reported that the customer experienced an elevated blood glucose (bg) level. Bg value was not provided. A multiple dose injection was delivered to address bg.